Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda), recurrent mitral regurgitation (mr) and tissue damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat mr with a grade of 4. Two clips (71031u152, 71031u155) were implanted, reducing the mr to 1. On (B)(6) 2018, the presented with shortness of breath and lower leg pain with mr grade 3-4. Medication was administered. An echocardiogram and transesophageal echocardiography were performed which found one of the clips had detached from the posterior leaflet and remained attached to the anterior leaflet (slda), and a tear was noted in the posterior leaflet. The patient is weak and is under observation. At this point it is unknown if another procedure will be performed. The mr remains at 3-4. No additional information was provided.

Manufacturer narrative:
(B)(4). It could not be determined which of the two clips detached and resulted in single leaflet device attachment (slda); therefore, the lot history record and complaint history risk assessment was done on both the implanted clips (71031u152, 71031u155). The manufacturing date, expiration date and UDI # are the same for both lots; therefore, they have been entered into the report. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the slda in this incident could not be determined. The reported worsening mitral regurgitation (mr) and the mitral valve injury (tissue damage) was due to the slda. Additionally, the reported dyspnea and pain were likely the secondary effects of the worsened mr. The reported patient effects of dyspnea, worsening mr, pain, mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.